Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/6/2024, it was reported by a sales representative via email that an ar-521-tbc8 balance uka tibial bearing implant would not engage into the tibia baseplate. The surgeon attempted to snap the poly in three times before opening a new one. The ar-521-tbc8 balance uka tibial bearing implant engaged with the tibia baseplate on the first attempt without issues. This was discovered during a right medial uka procedure on (B)(6)2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.